Event description:
Patient was undergoing thrombectomy procedure for embolism in left p1 artery using the penumbra system. An 032 reperfusion catheter was advanced to the target vessel. Aspiration was done for 54 minutes using separator 032 to debulk the clot. 6,00 units of heparin were administered. Later, angiography revealed artery dissection in the right vertebra. Artery was stented to treat dissection. Patient left the hospital two weeks later. Physician's comment: moving the 032 reperfusion catheter possibly caused dissection. This event was related to the penumbra system.

Manufacturer narrative:
Conclusion: vessel dissection are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00530. Hospital disposed of device.